Manufacturer narrative:
A complete lead was returned in one piece with the helix partially extended. The reported events were not confirmed. Analysis did not find any indication of conductor fractures or internal shorts. Inspection found over-torque of the inner coil consistent with procedural damage. After cleaning and applying torque direct to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture, decrease in sensing and pacing impedance; lead dislodgement was suspected. Chest x-ray confirmed the lead was dislodged. The patient was asymptomatic to the event. The lead was explanted and replaced on (B)(6) 2019. The patient was in stable condition during and post procedure.